Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Mw5151841.

Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade during transseptal puncture and required hospitalization. The most suspected device is the needle and sheath utilized for the transseptal puncture and/or the sheath (abbott sl1 sheath, st jude brk needle) utilized to cross through the septum after puncture. Reference report # mw5151842.